Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the ventricular fibrillation could not be definitively determined based on the information available. The physician stated that ivl was clearly seen on the EKG and the patient experienced an episode of r on t phenomenon. There was no ivl device malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid right coronary arteries (rca). The patient went into a ventricular fibrillation (v-fib) torsades rhythm. 200j was defibrillated which converted to an accelerated junctional rhythm. The procedure was completed successfully and there was no ivl malfunction reported. The patient is currently stable. The physician stated that ivl was clearly seen on the EKG and the patient experienced an episode of r on t phenomenon.